Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the following sentence, "additional information was received on 01-oct-2019 from a healthcare professional (hcp) who reported that the catheter revision occurred on (B)(6) 2018." In follow-up MDR #1, should have read ¿additional information was received on 01-oct-2019 from a healthcare professional (hcp) who reported that the catheter revision occurred on (B)(6) 2018.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the catheter had to be replaced because it had dropped. She stated that she knew the catheter had dropped because when the medication was filled up, she would get a tingling numbing feeling from her knee to her toes in her left leg. She also stated that she was having a lower back surgery on (B)(6) 2020 that was not related to her infusion system and the surgeon cut the dura because he had been alarmed by seeing the old catheter. The patient was wondering if it was common for a doctor to leave an old catheter implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving bupivacaine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had surgery on their catheter in february because the catheter became dislodged. The date the issue was first confirmed was requested. The patient stated that they started noticing the issue 3 refills before they had surgery. The patient noted they initially thought they were going to replace the entire system, but only replaced the catheter. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-oct-2019 from a healthcare professional (hcp) who reported that the catheter revision occurred on (B)(6) 2018. During the procedure, the proximal end was located and bluntly dissected from the surrounding tissues. The old catheter was sectioned and the distal portion was ¿obliterated by folding it on itself and placing three 2-0 nylon sutures¿. The cause of the dislodgement was noted to be ¿breakdown (mechanical) of in infusion catheter¿. No further complications were reported/anticipated.